Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The root cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported by the sales rep, that during a rotator cuff repair, the surgeon was making a pass using an arthrex hand instrument loaded with a multifire scorpion needle, ar-13995n, through the soft tissue when the tip of the needle broke. The surgeon tried to remove the broken fragment with graspers; however, was unsuccessful. The case was completed using a second multifire scorpion needle, ar-13995n, leaving the tip inside.